Manufacturer narrative:
The customer reported the device was failing to discharge. The customer evaluated the device and localized the issue to the paddle set. The philips response center staff gave the customer the information to order a new set.

Event description:
The customer reported the device was failing to discharge.